Event description:
It was reported that impedances were high, 3000. Reprogramming was done. It was unknown if any action was required. Patient was alive with no injury. No patient symptoms were reported. It was later reported everything was ok and the patient was ok.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).